Manufacturer narrative:
Device eval summary: device eval of the electrode belt sn (B)(4) has been completed. The reported problem (belt will not screw into monitor) has been confirmed. Upon eval, the pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode bent connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report that the pt's belt would not screw into the monitor properly. The pt was provided with a replacement electrode belt.